Manufacturer narrative:
Evaluated one opened/used reservoir. Checked reservoir's snap-caps width dimensions and found reservoir's snap-cap too tight to connect/lock/release properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sets. The customer states they had difficulties getting sets and reservoirs to connect. The customer states the reservoirs were loose. The customer's blood glucose level was unknown. The customer states the reservoirs would be replaced and returned for analysis.